Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging an issue with her onetouch delica lancing device. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged an issue with the subject lancing device specifically that the cap was lost, but could not remember exactly when the alleged issue began. The patient manages her diabetes using the oral medication glipizide, and she denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient denied experiencing any symptoms due to the alleged issue, and reportedly visited her doctor's office (date & time unknown) where she received hcp treatment of 1 unit of insulin in response to the alleged issue. The patient confirmed that her blood glucose was measured during the doctor's office visit using a clinic meter although the result was unknown but alleged to be over 200mg/dl. At the time of troubleshooting the csr confirmed that the patient was using the correct 30g lancets and there was no misuse of the product. The csr confirmed the patient's testing technique was correct but was unable to resolve the issue. The subject device was requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute blood glucose excursion after the alleged lancing device issue began.